Event description:
The handpiece overheated abnormally during a third molar extraction procedure and the patient received a thermal burn to their external cheek. The burn occurred when the doctor rested the handpiece on the patient's cheek during the procedure, not realizing that it had become very hot while in use. The patient was referred to a dermatologist for further treatment of the injury and is expected to heal normally with little to no scarring.